Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, four component lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. No additional anomalies were identified. No additional investigation is required based on device history review. A complaint history examination indicates seven additional complaints were associated with the component lots. Three opened 25 gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected. Samples 1 and 2 were found 2 be conforming. Sample 3 was found to be nonconforming for a slice in the septum. It is unknown how or when the sample became damaged because it was returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocar cannulas were leaking. The procedure was completed with the same product and without consequences to the patient. Additional information and product sample have been requested.